Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed a nonconformity related to the reported event. Av review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). A femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Per the starclose se instructions for use - slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a starclose se device after a percutaneous transluminal balloon angioplasty procedure. The arteriotomy was 6fr. No femoral angiogram was taken. The thumb advancer was advanced until "click 3" was heard splitting the sheath. The clip was not deployed on the vessel, but after the device was removed from the anatomy the clip remained on the device. The starclose se device had been removed with difficulty. The access ports were not used to retract the locator wings. Hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly not trained in the use of the starclose se device. No additional information was provided.